Event description:
Hcp reported that the pt went through baclofen withdrawal with unk cause/reason. The device was explanted and returned to the MFR for analysis. Follow-up report will be sent when additional info is rec'd.